Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the solution bags however reused the cassette. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted (B)(4) regarding assistance with compromising one of the disposable lines while using the homechoice (hc) during setup (patient was not connected). The caregiver stated that she was starting the setup and compromised one of the lines. The caregiver stated that the patient removed the cassette and replaced it, but not the solution bags. (B)(4) advised the caregiver to start over again with all new supplies to prevent the possibility of infection. No injury or medical intervention was reported.